Event description:
It was reported that the patient underwent three surgeries. The first surgery was in (B)(6) 2011 and the second took place in (B)(6) 2011. In the first surgery, it was reported that the doctor improperly used bmp- 2 in the cervical spine. In the first surgery, bmp-2 was used in the plastic "bengal" cage. Then in the second surgery, it was reported that the doctor performed a thoracic surgery, again using bmp-2, but this time in a plastic bullet cage. After and since the first surgery, the patient has suffered post operative swelling and dysphagia. The third surgery was a corrective / revision surgery to correct hardware that had become loose due to improper placement.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient experienced headaches and back pain prior to surgery. Patient was told that he had three discs in his neck and six discs in his thoracic spine that needed to be repaired. In (B)(6) 2011, patient underwent a cervical fusion. The patient was implanted with rhbmp-2/acs. Post-op, patient allegedly experienced worse pain than he experienced prior to undergoing surgery.